Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate pacing that resulted in an arrythmia. Technical services (ts) reviewed the device data and determined that the arrythmia was triggered due to functional undersensing of a premature ventricular contraction (pvc). The pvc fell into blanking and when the atrioventricular cycle timer expired, a pace was delivered on the right ventricular (rv) channel that induced the arrythmia. The arrhythmia was successfully detected by the device and delivered a shock. Ts provided reprogramming considerations for potential future pvc's episodes. No additional adverse patient effects were reported. This ICD remains in service.